Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the pump was found to be displaying error code alarm message 46011 on power up with no display during the investigation. Service recommended reinstalling software applications. Based on the evidence, the reported complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant alarm with no display. There was no patient involvement in this event. No adverse effects were reported.